Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the insulin gauge was inaccurate and static. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 148 mg/dl.